Event description:
The patient received his scs system on (B)(6) 2011 including a paddle lead. It was reported the patient is received stimulation in his feet, and not in his painful areas. The patient plans to undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.